Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 0.9, lab: 1.66. Pt's therapeutic range: unk.

Manufacturer narrative:
Investigation pending.